Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a vats lobectomy procedure upon the first firing with the first reload, it cut but did not staple. There was poor staple formation. With the second firing with a different reload, it stapled but did not cut. Both were managed manually by using traditional techniques (clamping and tied off). The laparoscopic procedure was converted to open due to the device problem. There was tissue damage, but it was not permanent. There was an extension of the incision due to the product problem by more than 1 inch. Surgical time was not extended by 30 minutes or more. There was no blood loss of 500cc or more. There was no tissue loss as a result of this problem. Current patient status is alive with no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure.the visual inspection of the returned product noted the instrument firing knobs were retracted and the articulation lever was in neutral position. Visual inspection of internal components revealed a sheared tooth on the firing rack. Pmv performed functional testing which included the instrument was successfully loaded with a reload. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack.records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the bowed anvil and buckled knife-bar assembly may occur when application over tissue that is beyond the recommended thickness range or when application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. Replication of the anvil clamping mechanism deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.